Manufacturer narrative:
Section b5: additional information.

Event description:
The site communicated that the patient infections are ongoing. Blood cultures were most recently drawn on (B)(6)2020 but have not yet resulted. The patient is on lifelong antibiotic suppression.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s blood cultures were persistently positive on (B)(6) 2020. They were re-admitted to the hospital on (B)(6) 2020 for antibiotic optimization. An ep was consulted and an implantable cardioverter-defibrillator (ICD) extraction was discussed due to concern for possible infectious source. The ICD was extracted without complications on (B)(6) 2020. Tissue from ICD site tested positive for vancomycin-resistant enterococci (vre). Patient discharged (B)(6) 2020. Repeat blood cultures (B)(6) 2020 positive for vre.